Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter-employed nurse from (B)(6) of peritonitis in a patient, coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis, which did not require hospitalization. The cause of the peritonitis was unknown. The patient was treated with fortum (1g, daily, ip, injection), reflin (1g, daily, ip, injection) and amikacin (500mg, daily, ip, injection). The peritonitis was resolving. Dianeal therapy was ongoing, as was remedial treatment with fortum, reflin and amikacin. Concomitant medications were not reported. A causality statement was not provided.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.